Event description:
New information received notes that the follow-up device check was satisfactory. No imaging was used to confirm dislodgement and testing of the lead confirmed dislodgement.

Event description:
It was reported that a patient presented in-clinic with discomfort due to diaphragmatic stimulation. Examination confirmed dislodgement of the right atrial lead with no sensing or capture on the atrial lead. The lead was reprogrammed and will be monitored. The patient was stable throughout.